Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 71-year-old patient with a 7300tfx31mm valve implanted in the mitral position underwent a valve-in-valve intervention after an implant duration of seven (7) years and two (2) months due to calcification leading to stenosis (peak/mean gradient of mitral valve was 43/27mmhg) and moderate regurgitation (mitral valve velocity time integral (vti) was 88, mitral valve velocity was 3.3 m/s). Patient presented with exertion breathlessness the previous month. A 29mm transcatheter valve was implanted within the edwards surgical valve with good clinical results. The patient was noted as to be in stable condition post tavi procedure.

Manufacturer narrative:
Corrected data h6 (type of investigation): "4112 - analysis of data provided by user/third party" removed updated section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including history of coronary artery disease (CABG).